Event description:
During a laparoscopic nephrectomy, the secondary tower screen went black twice (once being during the crucial artery stapling portion)and then came back on. The secondary tower was "hardwire connected" (not wireless)to the primary tower.

Event description:
During a laparoscopic nephrectomy, the secondary tower screen went black twice (once being during the crucial artery stapling portion) and then came back on. The secondary tower was "hardwire connected" (not wireless) to the primary tower.